Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture, broken". This record is for the left side. The device remains implanted.

Event description:
Healthcare professional reported "rupture, broken." Healthcare professional later reported "decompressed." This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b6, d6b., h.6.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture and unsatisfactory result was received on january 17, 2025, with lot number 2268941. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening. ¿ unsatisfactory result: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture, broken." Healthcare professional later reported "decompressed." This record is for the left side. The device has been explanted.